Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was rapidly depleting and the fill estimate gauge was inaccurate. There was no reported impact to customer's blood glucose. Customer declined to provide additional information and declined follow up from tandem technical support.